Manufacturer narrative:
Bed in storage room. Tech found that the brakes will not hold at foot end of unit. Replaced brake/steer caster, to resolve this issue.

Event description:
Hospital engineering requested troubleshooting and repair of bed in storage room. Brakes will not hold. No pt impact.